Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via telephone call that the blood glucose ran high to 400 mg/dl. The infusion set cannula had been bent. The infusion set was changed and the customer treated with a bolus. The insulin pump was not replaced or returned for analysis.